Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 253 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pod adhesive was not secure and they had experienced pain at the insertion site (leg) as well s the pod was leaking. When removed from the infusion site, the pod's cannula was found bent. As treatment, the patient received a shot of insulin via pen injection and applied a new pod.

Manufacturer narrative:
The returned device was evaluated and no bends, kinks or damages were observed on the soft cannula. The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. The cause of the reported adhesive pad failure could not be determined. In addition, the formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported pain during insertion. The cause of the reported pain during insertion could not be conclusively determined.